Event description:
It was reported that during a lead revision procedure on (B)(6) 2024 [related manufacturer reference number: 3006705815-2024-05746], patient's ipg was also replaced due to discomfort at battery site. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.